Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been retained by the patient's attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-stemsunk, lot # unk, item # unk, hip-unknown-cups-unk, lot # unk, item # 00630505840, liner, lot # 60617669/ legal notification.

Event description:
It was reported that a patient underwent a revision surgery approximately 11 years post implantation due to metallosis, elevated ion levels, pain, tissue reaction, and corrosion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A 12/14 cocr femoral head and a trilogy liner were returned. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, most probably from the removal process were present on the spherical surface. No other damage was noted. Evaluation of the returned product does not change the conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event was confirmed based on photos received of product and patient's tissue. No products were returned; therefore, the visual and dimensional inspections were not performed. A photograph of the femoral head depicts dark debris in the conical taper consistent with taper corrosion product. The stem remains implanted. A photograph of the stem used was provided where the stem taper shows some dark debris. A photograph of the liner shows it was damaged, fractured and discolored. Radiographs were provided and reviewed. The overall fit and alignment of the implants is appropriate with mild osteopenia present. No signs of poly wear debris. Of note, there is nonspecific lucency at the lesser trochanter on the frog-leg lateral view of the right hip which is of uncertain etiology, possibly evidence of osteolysis. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.